Event description:
It was reported that the device delivered inappropriate low voltage therapy due to undersensing, leading to ventricular tachycardia. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.